Manufacturer narrative:
Concomitant medical products: product ID: 97792, serial# unknown, implanted: (B)(6) 2013, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the bi-wing injex anchor let the lead slipped through and could not hold the lead in place. It was added that the diagnosis testing were performed which included x-ray and reprogramming. It was noted that the patient experienced lack of good stimulation coverage. Patient outcome was reported as ¿alive with no injury".a follow-up report will be sent if additional information becomes available.